Event description:
We received a report that while an intraocular lens was being implanted, the trailing haptic of the iol would not release. The surgeon could neither release nor take the injector out as most of the lens was in the eye. The surgeon made another incision and introduced another instrument to release the haptic from the inserter. The lens was then successfully implanted. The inserter was disposed of in the field. When asked if there was a patient injury, the doctor replied ''probably none'' and indicated that there were no intraoperative complications. She was treated with levofloxacin eye drops four times a day for ten days and dexamethasone 0.1% eye drops four times a day for four weeks. The surgeon indicated he thinks, an untrained nurse didn't use enough ocular viscoelastic when she prepared the iol for implantation.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.